Event description:
It was reported to resmed (B)(4) that a system fault (sf180) error, indicating a battery charger fault, occurred on an astral device and the ventilation stopped. Per the reporter, the patient was moved to another ventilator when the device alarm was triggered. There was no patient injury reported as a result of this incident. MFR# 3004604967-2015-00203.